Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a no delivery alarm while priming. Customer has tried different types of tubing and is able to push but has encountered more resistance than normal. Customer was advised to change the reservoir. Reservoir and set will be replaced. No further assistance needed.